Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, the connector portion of the lead was returned in one piece. Final analysis found an external insulation abrasion consistent with friction to the device can. No further anomalies were detected.